Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and retainer ring anomaly on the insulin pump. Customer¿s blood glucose level was 411 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer declined to troubleshoot for high blood glucose levels. Customer advised the retainer ring was missing. Customer replaced the battery and the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.